Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer vascular plug was selected for implant using a 6f non-abbott delivery system, with an inner diameter of 0.07 inches. It was noted during procedure that the plug was unable to be advanced. The decision was made to remove the plug from the patient's anatomy. It was noted after successful removal of the plug, that the plug became prematurely detached from the delivery cable. The 10mm amplatzer vascular plug had been sized selecting a plug that is 30 to 50% larger than the blood vessel diameter. The patient does not have a tortuous anatomy and the plug was not mishandled or damage at any point during device preparation. The decision was made to replace the 10mm amplatzer vascular plug with an unknown non-abbott device. There were no adverse patient consequences reported.

Manufacturer narrative:
An event of the advancement difficulty and device was completely detached from the delivery cable was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.